Event description:
It was reported that the lead integrity alert (lia) was triggered for an increase in the hvb impedance and high impedance in the right ventricular (rv) lead. The lia alert was reprogrammed. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.